Event description:
On may 3, 2010, the facility representative reported to baxter global technical services one colleague infusion pump in which failure code 550:320:654:0000 occurred during patient therapy and therapy was stopped. The reported condition occurred in the chemo department. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. This device utilizes user interface module master software version 6.13.90 categorized remediated. No additional information is available.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On (B)(6) 2010, the patient developed peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event and it was unreported if treatment was provided. It was unreported if pd therapy was ongoing. At the time of this report, it was unknown if the patient had recovered from the peritonitis.

Manufacturer narrative:
A service history review indicates that the device has been previously serviced for the reported condition of failure code 550:320:654:0000. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
The reportable condition of failure code 550:320:654:0000 was confirmed, but could not be duplicated. The cause could not be determined however the main batteries and battery harness have been replaced. (B)(4).